Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set cannula kinked on (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was at the abdomen. The patient reported pain at infusion set insertion site during insertion. The patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.